Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant troponin result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A discordant high immulite 2500 troponin result was obtained for (1) pt sample. The sample was initially tested (in duplicate) per the laboratory's protocol. The result of the second replicate was initially reported to the physician. The sample was tested a third time after a review of the results indicated a >20% difference between the two results. An amended report, which reported the third test result, was released to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin result.